Event description:
It was reported that during a predischarge (phd) test, the device was unable to convert ventricular fibrillation (vf) with 20 and 30 joules. An external rescue was performed to convert the pt.